Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d4 (lot), d10 (concomitant), h4, h6 (medical device problem code). Corrected: d4 (primary UDI number), h6 (health effect - impact code). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a review of the receiving inspection (ri) for x15 self retaining inserter was conducted identifying that lot number nn149221 was released in one batch. Batch 1: lot qty of (B)(4) units were released on 3 june 2019 with no discrepancies. Supplier: (B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that this was an intraoperative event. They didn't remove it entirely they just wanted to back it out and change the trajectory and place it back in. There was no allegation against the screw. The top of the driver is stripped and now blunt. The surgery was completed without surgical delay. Patient is healthy and well, nothing changed in patient's health and wellbeing. No other medical intervention was required.

Event description:
It was reported that on (B)(6) 2025, the surgeon tried to remove a screw and used the x15 set screwdriver, however the star edge had been completely warped and it would not hold a set screw any longer. A second x15 driver available in the set was used.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.